Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 270 mg/dl, while wearing the pod between 49 and 71 hours on the abdomen. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.